Manufacturer narrative:
Findings: the unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No charge anomaly or battery type anomaly noted. No low battery alarm or replace battery now alarm noted during testing. No unexpected low battery alarm or replace battery now alarm noted in the formatted history screen. Power error detected alarm was confirmed in the formatted history file. Detail trace analysis confirmed the insulin pump alarmed power error detected was triggered due to connector resistance issue. After disconnecting and reconnecting the internal battery connector, the unit was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specifications range. Unit had minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay and cracked retainer. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the battery depleted power supply error occurred. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.